Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the followings; the reported event was not reproduced. The log file recorded that many errors occurred when the image release function was activated. The manufacturing history (DHR) confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there is possibility that the reported event was caused by the failure of the circuit board for recording images. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
During a colonoscopy with the subject device and an olympus 290 series colonovideoscope, internal buffer write error (e212) occurred. The user restarted the subject device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.